Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# b)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen, morphine and an unknown medication (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported the patient believed there was granuloma on the tip of the catheter right on his spinal cord. The healthcare provider (hcp) was considering "putting water" into it to dissolve the granuloma. A dye study and computerized axial tomography (cat) scan were done (B)(6) 2018. When the patient followed up with the healthcare provider for refills, it was "not pulling out the right amount" and was more medication than expected. The patient was to follow up with the hcp. No further complications were reported.